Event description:
During preparation of the heart lung system for a cardiopulmonary bypass procedure, the central display of the device exhibiterd unstable behavior. The cpu and 4-channel serial circuit boards were replaced and the device then functioned normally. There was no reported adverse consequence to the patient as a result of this event.